Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealthcare professional reported that the intraocular lens (iol) was damaged during loading. It was not implanted. The event occurred during iol implantation procedure. Additional information was requested, but no further information is available.